Manufacturer narrative:
G2: the country of the event is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having l3 bkp for an I ndication of primary osteoporosis compression fracture. It was reported that the be balloon was ruptured. The cement was mixed with the 3cc balloon inflated and when the viscosity became appropriate and deflation was performed, it was discovered that a contrast agent mixed with blood had returned to the syringe. A new kit was opened again and the balloon was inflated to check the cavity. The cement had already solidified, so an additional set was opened with the mixer. There was a delay of less than 60 mins reported. There was no patient symptom reported. There were no further complications reported regarding the event.